Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, there were malformed staples. The surgeon sutured over the staple line to complete the case. No patient consequences were reported.